Event description:
Per the clinic, the patient experienced a skin breakdown (skin sore) over the magnet site of the implanted device. The patient experienced pain with palpation of the site, which was red and oozing. Subsequently, the patient was treated with oral and topical antibiotics on (B)(6) 2024 for ten days. The symptoms resolved, and the patient resumed use of the device.